Event description:
It was reported that the pump exhibited a motor not running error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the lower left corner of the top case was cracked and the rubber feet were missing. A review of the event history log identified motor not running in history. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. The root cause of the problem was caused by the customer's incorrect assembly of the device. Reassembled main board, also replaced worm gear, motor bracket, leadscrew and clutch halves for preventive due to normal wear. Performed occlusion test and all functional testing which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).